Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The service history was reviewed. Functional testing was performed. The dso was replaced. Unit passed all testing after the repair.

Event description:
Device evaluation revealed a damaged downstream occlusion seal. There was no patient involvement.